Event description:
Philips received information from the customer that reported after completing a patient procedure and stepping on the multifunction footswitch to bring the patient support down and out, the technologist took their foot off of "unload" pedal and the pedal remained engaged which brought the table out and down on its own, therefore, uncomanded motion. There was no report of harm to a patient or operator due to this reported issue.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).